Event description:
It was reported that the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
New information: d8, h2, h3, h4, h6. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024, sampling from: sampling solution instrument / biopsy / suction channel; sampling, solution/ auxiliary channel; sampling solution air/ water channel; swab distal end, cfu: 1cfu, bacterial identification: sporosarcina newyorkensis. The device was evaluated where no abnormalities were found that could have led to the reported event. The device was evaluated where an additional potential adverse event was confirmed where foreign material was present in the air/water tube and air/water cylinder. Based on the results of the investigation, olympus confirmed foreign material was present within the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: failure to follow instructions.

Event description:
No additional information received from customer.